Manufacturer narrative:
Physio-control was not able to duplicate the reported issue; the issue was not verified. The device was archived by stryker.

Event description:
The customer contacted physio-control to report that their device does not recognize when electrodes are connected. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device does not recognize when electrodes are connected. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.